Event description:
It was reported that the patient experienced shortness of breath. There was possible occasional undersensed ventricular beats on stored electrograms of the treated episode. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.